Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had pain at the ipg site. The patient underwent surgery to replace the ipg. The new ipg was placed in a new location. There were no complications during surgery and effective therapy was restored post operation.

Event description:
Follow up information received that the pain at the ipg site has resolved.